Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was bumped it will blank out like power loss. The customer¿s blood glucose was unknown. Customer stated that they had to prime or rewind more than once also light button on insulin pump has to be pressed more than once to work. The devise will not be returned for analysis.